Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-aug-2024. Investigation summary: bd received 2000 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter-condensation with the incident lot was not observed as all product specifications were met. The small drops on the inner wall of the tube are edta additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter-condensation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg that an unspecified number of tubes contained condensation. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg that an unspecified number of tubes contained condensation. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.